Event description:
It was reported that the user experienced persistent low blood glucose while using the ilet pump after performing a supply change without rewinding, remaining connected to the body, encountering resistance while inserting the cartridge, and fully seating the cartridge, after which the user sensed insulin delivery and later found the cartridge empty, indicating an unintended large insulin delivery; troubleshooting and education were provided on correct rewind, priming, and disconnect procedures. Symptoms included nervousness, jitteriness, and hypoglycemia with a low of 39 mg/dl. Outcomes included urgent low glucose alerts and the need for immediate oral carbohydrate treatment. Investigation included product use review and user re-education. Investigation of this case revealed user handling inconsistent with instructions, including failing to rewind, priming while connected, and continuing insertion despite resistance. It was concluded that the event resulted from use error related to the infusion set and cartridge handling, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.